Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb and determined that the cause of the reported issue was due to an inoperative crystal, designator y1, on the single board computer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly. While performing further evaluation of the removed system pcb assembly, physio-control observed that it was causing the test device to intermittently fail to boot up. As a result, defibrillation therapy may have been unavailable, if it was needed.